Event description:
It was reported that the customer had high blood glucose and they seek medical attention. The customer was treated at the hospital for a blood glucose of over 600mg/dl. The mother stated that the customer's blood glucose at time of call was 350mg/dl, and she was treated with an injection of 2.5 units. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.